Event description:
The customer reported that only half of the image was displayed. There was no death or serious injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.